Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported a sample collected at 19:33 on (B)(6) 2010 tested on the I-stat cg8+ cartridge yielded a pco2 result of 63.0mmhg. Different sample collected at 19:14 on (B)(6) 2010 tested using a laboratory instrument yielded a pco2 result 45.6mmhg. A new sample collected at 07:47 on (B)(6) 2010 tested using a laboratory instrument yielded a pco2 result 44.6mmhg. Different sample collected at 07:51 on (B)(6) 2010 tested on the I-stat cg8+ cartridge yielded a pco2 result of 56.0mmhg. As per the customer, there was no injury associated with the above results.